Manufacturer narrative:
Other relevant component includes: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient receiving 5 mg/ml of morphine at 0.35 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017, during a new implant procedure, cerebrospinal fluid (csf) was not flowing after attaching the pump segment of the 8780 catheter. There was no csf even when the healthcare provider tried aspirating with a syringe. The healthcare provider had csf dripping throughout and after insertion of the catheter, until the healthcare provider attached the pump segment to the spinal segment in the pocket. There were no known environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting were performed. The healthcare provider cut off the pump segment, on the spinal side, and the csf flowed properly. The healthcare provider then added an 8781 catheter to the newly implanted catheter, as the connector, and csf immediately flowed through. It was reported the issue had been resolved at the time of the report. The representative indicated they would return the product. The patient¿s status was provided as ¿alive-no injury.¿ the patient¿s weight, concurrent medications, and medical history were not available. No further complications were reported or expected.

Manufacturer narrative:
The catheter was returned, and analysis found damage to transition tube on catheter body. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter was returned to the manufacturer. Document contains no new reportable information.